Event description:
A medical physicist at the user facility called nomos customer service concerning a treatment interruption experience with the nomos mimic collimator. A fault in the mimic had stopped the treatment, and the user was able to reboot the system and continue treatment without incident. However, the user observed that the mimic system failed to record and display the treatment arc and gantry position at which the fault occurred and treatment was stopped. The device was analyzed by nomos. It was determined that a software error had occurred, causing it to not record and display the point at which the system had stopped. The error recording function of the mimic system is intended to supplement normal clinical practices requiring monitoring and documenting treatment progress. The practitioner is required to record the delivery of each arc in each fraction treatment chart. While the mimic's error recording system simplifies the process of resuming treatment after a fault condition occurs, standard treatment recordkeeping practices are sufficient for this purpose. The probability of the software error occurring is low, and normal clinical practices are sufficient to prevent an adverse event. However, nomos decided to provide a user-installable software patch to all customers to ensure reliable recording and display of treatment arc and gantry position should an error occur. Nomos sent this patch, including installation instructions and explantation for the fix, to all current customers.